Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned devices it was noted that both needles were exposed from the sheaths on return, the first device did not have a thumbscrew on the needle adjuster therefore the needle could have become exposed on return. This needle was bent distally. The handle was dismantled and the needle was seen to be crumpled inside the handle. No stylet was returned for this device. The second device, the needle was exposed eventhough the needle adjuster was set at mark 0. The stylet was returned but not in place. The handle was dimantled and the needle was seen to be crumpled the customer complaint was confirmed as the needles for both devices were crumpled which would have caused the issue with retracting. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted as the device was returned and evaluated. During an eus procedure the needle bent. Per the physician, this was due to the patient having a lot of calcification. The upper thumb lock also came off. This needle also could not be retracted. Another device was used for completion of the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an eus procedure the needle bent. Per the physician, this was due to the patient having a lot of calcification. The upper thumb lock also came off. This needle also could not be retracted. Another device was used for completion of the procedure.